Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample, when tested for accu tni, gave a result of 3.84ng/ml. Upon repeat, it gave results of 0.18 and 0.09ng/ml. The erroneous result was reported outside of the laboratory. The customer indicated an echocardiogram was ordered as a result of the erroneously elevated results. However, report of actual change to treatment, death, or injury was not reported in conjunction with this event.

Manufacturer narrative:
The sample in question was lithium heparin plasma and did not visually appear hemolyzed, lipemic or icteric. The sample was processed via the automation line. Qc was in range prior to and following the event. A field service engineer (fse) was dispatched and on site in 2008: fse confirmed issue was isolated to the one patient's sample. Fse observed no issues visually with the system. Fse performed a system check and a precision run. All test results were acceptable. Fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.